Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted after being disconnected from a power source. Review of the pump data logs showed the pump battery depleted from 62% to 17% then down to 5%. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was 184 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has insulin pen supplies available.